Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be respiratory failure it was reported that the patient was hospitalized for an unrelated event, and the patient was hospitalized at the time of death. It was reported that pd therapy was being performed prior to the patient passing away. The patient was not performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An external and internal visual inspection was performed with no problem found. A homechoice return instrument test / evaluation (rite) functional test and rite electrical test were performed and passed. The device was determined to meet functional and electrical performance specification requirements. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Event history log review was performed without any issues fond that were related to the reported condition. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.